Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called on (B)(6) 2024 to state that the arctic sun device would not fill. Had them verify device setup and then checked diagnostics. The inlet pressure (ip) was only -0.3 with circulation pump command (cpc) at 100%. Stated they would ship a replacement loaner and this device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called on (B)(6) 2024 to state that the arctic sun device would not fill. Had them verify device setup and then checked diagnostics. The inlet pressure (ip) was only -0.3 with circulation pump command (cpc) at 100%. Stated they would ship a replacement loaner and this device.